Event description:
Boston scientific received information that during the implant procedure the right atrial (ra) lead was attempted using the subclavian approach. During the implant attempt the patient alleged severe chest pain and the lead was removed from the sheath. Contrast was used and a dissection of the superior vena cava (svc) was observed. Subsequently the blood loss resulting from the removal of the ra lead from the sheath was hard to stop. The patient was hospitalized after and no further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.